Manufacturer narrative:
The removed sponges were discarded and were not tested prior to disposal. The hospital reported that no standard sponge counting procedure was performed during this pt's birthing/delivery procedure. As noted in the device's directions for use (dfu), the rf surgical detection system is intended to be used as an adjunct method to standard medical facility counting practices used to avoid retained objects during surgery. The device in use at the hospital was tested by rf surgical personnel and hospital staff on (B)(6) 2011 and was found to function properly and in accordance with the device's dfu. The device remains at the hospital, is used daily and is "needed" according to the nurse mgr. The hospital reported using the rf system with equipment that is known to emit excessive electrical noise. The dfu cautions that excessive electrical noise can affect scanning and will cause the rf device's detection console to turn off during scanning. Overall, from the info provided to rf surgical systems regarding this pt's birthing/delivery procedure, it is not clear if the rf device for retained object detection was used correctly and in an appropriate environment as required per the rf device dfu. A product malfunction could not be verified by the company.

Event description:
A vaginal delivery pt was seen approx 5 weeks after childbirth for a f/u exam. The exam revealed two sponges that had been inadvertently left in the vaginal area. The sponges were removed and no additional or ancillary medical procedures were required to accomplish sponge removal. The pt expressed some discomfort, but presented no symptoms and no fever or elevated white cell count. The pt experienced no complications after the exam. The hospital nurse mgr expressed concern about the function of the rf surgical detection system device in connection with the retained sponges.